Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID (lot: va29z9a); (serial: (B)(6)); (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stimulator was removed approximately four months ago due to complications. The patient initially experienced a skin break on the head, which led to an infection that was treated and closed. About a month later, further issues arose, and an infection was discovered on the lead wires. This prompted the decision to remove the entire system. The issue reportedly began at least six months ago, possibly in 2024. Following the removal, the doctor was able to identify and treat the area affecting the patient¿s right hand, resulting in improved function. The patient stated that medication is now helping manage symptoms in their left hand.